Event description:
60-yr-old with extensive breast cancer. Infusaport insertion for chemotherapy on 3/3/94. Extravasation of chemo noted on day two. Removal of port reflected the clear plastic cap and tubing had separated. Tissue damage not evident.